Event description:
It was reported that when flushing the lumen of the red luer connector with saline solution after administration of the antibacterial agent, leakage was found from the vicinity of the 52 cm depth marking on the catheter. The catheter was inserted approximately 37 cm into the patient's body. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a fluid leak was confirmed and the cause appears to be related to the use of the device. The product returned for evaluation was one 5 fr dl groshong nxt catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed 53 cm depth marker. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split. Granular fracture surface texture (typical of tearing failure modes) the catheter material was visibly lighter in color at the fracture site. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when flushing the lumen of the red luer connector with saline solution after administration of the antibacterial agent, leakage was found from the vicinity of the 52 cm depth marking on the catheter. The catheter was inserted approximately 37 cm into the patient's body. There was no reported patient injury.